Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 2.50 mm stent delivery system was returned for analysis, the following attributes were examined. A visual examination of the stent found that the stent was damaged on the proximal region with stent struts lifted and pulled in all directions. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80-90% stenosed, 38mm x 2.50mm target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, when the device was in the target lesion, it was found out that the proximal end of the stent was stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 80-90% stenosed, 38mm x 2.50mm target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, when the device was in the target lesion, it was found out that the proximal end of the stent was stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.